Event description:
On (B)(6) 2015, the patient had a uti (urinary tract infection). On (B)(6) 2015, the patient started experiencing intermittent spasticity. It was noted that the patient got stiff sometimes when he got sick. The patient was on IV (intravenous) antibiotics, but they wanted to check the pump to rule out any problems with the pump. The patient was currently in the hospital. The device system was delivering lioresal. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).